Event description:
On 11/30/2022 it was reported by a facility representative via sems that an ar-6485 pump is functioning intermittently. This was discovered during an arthroscopic procedure with no patient harm.